Event description:
It was reported that the atrial lead had noise on sensing and this was reproducible with pocket lead manipulation. The lead was determined to be fractured due to clavicle lead 'crush'. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.